Event description:
It was reported that the flange on tracheostomy tubes all broke in the same spot. The plastic of the flange was thin and looked as though it snapped. Emergency tracheostomy tube change was performed due to the tracheostomy tube no longer being able to stay attached to the trach ties. All three tracheostomy tubes were new out of the box. The event occurred while in use with the patient at the patient's home and the operator of the device was a health professional. There was no patient injury/harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected sample was received for evaluation. Visual inspection of the flextend device by the unaided eye under normal plant lighting identified damage to the eyelet. The eyelet on the right-hand side when the device is in situ had a tear at the lower right quadrant and was completely torn through. Review of the opposite eyelet also showed a nick in the upper left-hand quadrant. No information was provided by the complainant on the type of trach holder used, but the tear on the eyelet and the other nick likely resulted from the device being in contact with a sharp object such as a trach holder that uses velcro or metal clips. The instruction for use, 10018908-001 states under warnings to guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. ICU medical recommends using the twill tape holder supplied with the product. Devices are 100% inspected by a quality inspector prior to packaging. If a nick was present in the eyelet, an ncmr would have been initiated. There are reinforced eyelet options that may mitigate an eyelet tear but will not totally eliminate the potential for a tear if a trach holder with sharp edges is used. The tear in the eyelet was confirmed. The investigation did not identify a manufacturing defect but determined that the eyelet was nicked by a sharp object. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.